Event description:
During an atrial fibrillation ablation procedure using a therapy cool flex ablation catheter, a steam pop followed by a cardiac tamponade occurred. The physician was performing ablation on the anterior portion of the left atrium when a steam pop was heard by the staff. The patient became hypotensive and an echocardiogram revealed a cardiac tamponade. The physician attempted a pericardiocentesis, which was insufficient to resolve the tamponade; therefore, open heart surgery was performed to successfully treat the tamponade. The patient was stabilized and in good condition.

Manufacturer narrative:
One therapy ablation cool flex catheter was received for complaint evaluation. There were no visible anomalies noted. Functional testing revealed the catheter met all specifications. The catheter tip was investigated under the microscope, which identified no anomalies. The device also met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the reported steam pop remains unknown. The IFU warns the user that vascular perforation is an inherent risk of any electrode placement.